Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had experienced an arrhythmia and a heart block. The right ventricular (rv) lead exhibited high thresholds, undersensing, high impedance and lead was confirmed to be dislodged. The rv lead was initially reprogrammed but later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the outer insulation of the lead was extrinsically breached due to a cut. The proximal conductor of the lead became extrinsically distorted due to buckling. There was blood on the proximal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that the finding of insulation breached that allows blood ingress on the proximal positively contribute to the complaints of undersensing and high thresholds. If information is provided in the future, a supplemental report will be issued.